Event description:
Report received of a "burst" tubing during a power injection of optiray 320 contrast. The patient had a right upper arm peripheral IV, and the injector was connected to the proximal clave port of the extension set and the extension set was clamped off above the proximal clave port. Contrast was injected at a rate of 2ml/second or less. The total amount to be injected was not specified. After approximately 30/40 seconds of the injection, the tubing "burst" approximately 1 inch below the proximal clave. Some initial scans were taken which indicated that the patient had not received any of the contrast. There was no reported blood loss. The IV site remained patent. The extension set was removed and the power injector tubing was connected directly to the clave port of the saline lock IV catheter. The procedure was resumed and completed without further problems. There was no reported adverse patient effect. Although requested, no additional information was available.